Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with closurefast catheter, a 7f, 100 cm. The customer states that during a procedure, the closurefast catheter was plugged into the rfg and it spontaneously activated on its own. The catheter then operated intermittently during the procedure. The dr decided to replace the catheter and use a new one. The procedure continued without any problems or medical intervention.